Event description:
The patient was undergoing a medical procedure to treat a distal arteriovenous malformation (avm) using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra balloon catheter, and a non-penumbra microcatheter. During the procedure, the physician placed the benchmark in the target location and delivered the balloon catheter using the microcatheter and four vials of embolic agent. Subsequently, the physician removed the benchmark and noticed a perforation at the proximal end. It was reported that the physician was able to maintain stable access throughout the procedure using the benchmark. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark revealed a fracture underneath the strain relief distal to the hub. This is likely the reported damage. If the benchmark is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed an ovalization on the distal shaft. The root cause of this damage could not be determined; however, this damage may have contributed to resistance during advancement. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.